Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm intermittently occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was approximately 200 mg/dl to "high." The customer administered manual insulin injections to address the bg level. Reportedly, the customer reverted to manual injections for insulin therapy.